Event description:
Customer reported unexpected negative reactions with crrs(3) when testing a patient sample containing anti-e on the echo.testing was performed during validation of the instrument. Repeat testing on the other echo resulted as negative. No adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (3), lot r033, used by the customer at the time of the event. The returned sample, tested on an in-house echo, exhibited 3+ reactivity with cell ii, r2r2 and no reactivity with cell I and iii (e-negative) reagent red cells, consistent with the history of anti-e. No tube testing was performed since the echo testing confirmed the sample's history of anti-e.